Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). There were qc errors on the analyzer for a standby reagent pack. This reagent pack became active during patient testing. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys anti-hcv ii results from the cobas e 801 analytical unit. The initial run of the sample was not processed due to a "film detected" alarm. The first repeat result was 0.0609 coi (non-reactive). The second repeat result was 38.9 coi (reactive). This result was believed to be correct.